Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t2-ilium to treat scoliosis. It was reported that sometime post-op, the set screw migrated and allowed the rod to disengage. A revision surgery was performed and the set screw was explanted. No additional patient complications were reported.